Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed in september 2009 and performed to specification up to the final history log entry on the 26th july 2015. A increase in voltage suggests a further pad-pak was installed during this time. Investigation was unable to replicate or find conclusive evidence of the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of 10 minutes duration, due to a membrane failure. It is therefore assumed that the customer returned the device in response to field safety corrective action, despite not observing the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.